Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result. The customer stated his home test results were not accurate as he tested negative. But when he went to a walk-in clinic and customer then tested positive for flu a.